Event description:
Boston scientific received information that this right ventricular lead displayed a low shock impedance measurement of less than 20 ohms. Upon investigation, it was noted that the shock impedances were back to normal ranges, with no noise or other lead issue noted, and had previously been normal before the single out of range measurement was noted. The physician will continue to monitor the lead, and will decide in the near future if any commanded shocks or remedial action will be needed to test the integrity of the system. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that non-invasive programmed stimulation was performed to test the integrity of this right ventricular lead due to the single out of range low shock impedance measurement that was observed. The device successfully delivered therapy with normal, within range shock impedances noted on the lead. No other remedial action was taken and the physician will continue to monitor the system. No additional adverse patient effects were reported.